Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters would not retract during use. The following information was provided by the initial reporter: ed rn reported that her angiocath needle did not retract. (Bd insyte autoguard). No needlestick. Used product placed into sharps container. This happened twice in ed with same device model and same lot number.

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a total of twenty seven (27) unused representative 18ga bd insyte autoguard units within undamaged sealed packages from lot 9071656: all components were present and intact. Visual / microscopic evaluation): visual observation of all 27 units demonstrated no indications of any type of anomalies, damage or excess adhesive or gel that would hinder or restrict a successful retraction. Functional (needle activation): depressed the activation button; the needle fully retracted on all 27 units meeting no resistance. All units were acceptable. Conclusion: based on the observation and/or testing conducted on the returned representative units, the reported defect was not identified or confirmed and a root cause was not established.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters would not retract during use. The following information was provided by the initial reporter: ed rn reported that her angiocath needle did not retract. (Bd insyte autoguard). No needlestick. Used product placed into sharps container. This happened twice in ed with same device model and same lot number.